Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that multiple pseudo-pseudofusion events were observed during a high ventricular rate episode on a stored egm. The device was functionally undersensing due to the fusion events. Programming changes were recommended. No further information is available.